Event description:
The event occurred in (B) (6). In (B) (6) 1999, a bifurcate vascular graft was implanted in a pt at (B) (6) hospital. The graft was explanted recently at (B) (6) hospital. The pt developed a false aneurysm in mid graft section of the leg of the bifurcate graft. The surgeon stated that this was away from the surgical anastomoses. The graft was replaced with a veinous graft.

Manufacturer narrative:
The actual device involved in the incident was evaluated. Scanning electron microscope images were taken. Results - micrographs of damaged fibres show evidence of elongation. It is likely the graft was damaged either before or during implantation. It is also normal practice to aspirate the graft using a large bore needle. This is a characteristic failure mode of polyester fibres which have undergone tensile elongation before eventually breaking. The in-vivo pressures over time would cause damaged fibres to stretch and eventually break. As the fibres snap, the damaged area will become larger which will in turn increase the pressure on undamaged fibres surrounding it. This will continue until a hole is formed. This whole process has occurred over 8 yrs of implantation. When the hole was large enough, blood will have leaked from the graft and caused the formation of the pseudo-aneurysm, which continued to grow until surgical intervention was required. The graft reported in this MDR was contained in a batch of 30 grafts. It was manufactured in aug 1996 and there have been no other reports of this failure from this batch. The mfg and qc documents have been reviewed. There was no problems with the batch.